Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The cuff was explanted, replaced, and downsized to 7.5cm. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Cuff passed visual inspection and leakage test. Based on the information available and analysis results the allegation is addressed in our labeling and risk documentation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The cuff was explanted, replaced, and downsized to 7.5cm. There were no additional patient complications reported.